Event description:
Additional information was received. It was reported that the event was ongoing.

Manufacturer narrative:
Product ID 8590-8 lot# n341952, implanted: 2012 (B)(6); product type accessory product ID 8835, serial# (B)(4); product type programmer, patient product ID 8731sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8590-1 lot# n329782, implanted: 2012 (B)(6); product type accessory. (B)(4).

Event description:
It was reported that on (B)(6) 2013, examination/palpation during the refill process indicated the pump had flipped in the pump pocket. On (B)(6) 2013, a catheter access port contrast study revealed the catheter was coiled and occluded in the left lower quadrant pocket. This was related to the device or therapy. The medications used within the system were dilaudid.

Event description:
Additional information reported the patient had lost weight and experienced increased pain due to no aspiration of medication. The patient could feel the flipping and was uncomfortable. The outcome was resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. The patient was seen in the clinic for a pump fill. The hcp was unable to locate the center port. ¿r/s¿ was to be done under fluoroscopy on (B)(6) 2013. This revealed pump flipping with inversion. On (B)(6) 2013, the patient complained of decreased analgesia, sweating, chills, spasms, and withdrawal symptoms. A catheter revision and pump pocket revision were performed on (B)(6) 2013. The event resolved without sequelae the same day. It was noted that the device diagnoses were catheter kink and pump inversion. The clinical diagnosis was withdrawal symptoms. The event was related to the device/therapy (lumbar/pump portion of catheter; pump pocket). The event was unlikely related to the implant procedure. Additional information was received. The catheter revision and pump pocket revision were performed on (B)(6) 2013.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study reporting surgical observation was done on (B)(6) 2013 and the catheter was kinked and occluded at the connector pin in lumbar suture. The patient was receiving dilaudid at a concentration of 4 mg/ml and a dose of 0.1999 mg/ml. During a pocket revision the catheter was found to be twisted and unable to be aspirated. The catheter was revised at the connector pin on (B)(6) 2013. The issue resolved without sequelae on (B)(6) 2013.